Manufacturer narrative:
The complaint received states that the cypher sds was fractured prior to use. Before introducing the cypher into the sheath the physician noticed that the stent delivery system was "broken" in the middle. This failure was noted when the product was taken out of the package. The product was not used. There was no injury reported for the patient. One non sterile cypher select + 3.50x23mm was received coiled inside a plastic bag. It was separated (cracked) in two at 8.6 cm from proximal end in the metal shaft area. (B)(4) kinks were found at 11.4cm, 12.1 cm, 12.3 cm and 20.1cm cm from distal end and 8.1 cm from proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "stent delivery system (sds) - cracked-prior to use" was confirmed. The cause of the failure reported by the customer could not be conclusively determined; it is likely that procedural factors could contribute with the issue experienced by the customer, nevertheless during manufacturing process there is a control to detect damages in the body before the units leave the facility, (B)(4). Neither the DHR review nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The failure reported by the customer "stent delivery system (sds) - cracked-prior to use" was confirmed. The cause of the failure reported by the customer could not be conclusively determined. Neither the DHR review nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken. Review of the information does not allow for an exact determination of contributing factors.

Event description:
Before introducing the cypher into the sheath the physician noticed that the stent delivery system was "broken" in the middle. This failure was noted when the product was taken out of the package. The product was not used.